Event description:
It was reported that the patient began having severe pain in the lower extremities after trial lead placement and programming. The therapy was then turned off and the patient was transferred to the emergency room and was admitted in the hospital. Imaging showed that the leads entered the conus and immediately came back out. The physician believed that the pain was procedure related and opted to remove the leads. The removed leads were not returned. Following hospitalization, the patient still noted some ongoing numbness and pain in the lower extremities and in the back where the leads entered. Imaging showed fluid in the spine, however, no intervention was needed and patient noted that pain was progressively improving. Additional information was received that the patient was in the intensive care unit (ICU) the day after the trial started, and the physician informed that there was bleeding in the spine and bulging discs.

Event description:
It was reported that the patient began having severe pain in the lower extremities after trial lead placement and programming. The therapy was then turned off and the patient was transferred to the emergency room and was admitted in the hospital. Imaging showed that the leads entered the conus and immediately came back out. The physician believed that the pain was procedure related and opted to remove the leads. The removed leads were not returned. Following hospitalization, the patient still noted some ongoing numbness and pain in the lower extremities and in the back where the leads entered. Imaging showed fluid in the spine, however, no intervention was needed and patient noted that pain was progressively improving.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231670e0; model: sc-2316-70e; serial: (B)(6); batch: 7087335.